Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder spasm ("bladder spasm"), cystitis interstitial ("red spot on bladder/ its probably interstitial cystitis"), abdominal pain lower ("mild cramping") and bladder pain ("pain from bladder spasm"). The patient was treated with morphine and surgery (her cervix, uterus and tubes removed). Essure was removed. At the time of the report, the pelvic pain, bladder spasm, cystitis interstitial, abdominal pain lower and bladder pain was resolving. The reporter considered abdominal pain lower, bladder pain, bladder spasm, cystitis interstitial and pelvic pain to be related to essure. The reporter commented: this case (B)(4) is linked with main case (B)(4). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.